Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that possible atrial lead undersensing was noted on stored electrograms (egm). Atrial events appear to fall in blan king/refractory at times possibly triggering atrial tachycardia (at)/ atrial fibrillation (af) device classified termination of at/af event in progress. The right atrial (ra) lead remains in use. No patient complications have been reported as a result of this event.